Manufacturer narrative:
Due to character restrictions in event site name: (B)(6). Due to character restrictions in telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) units iab loop was leaking. There was no personal injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) had replaced and overhauled the machines by themselves as notified by the staff of the department and fse had also replaced the accessories , due to which the equipment passed all the factory - specified performance and safety index tests. The equipment has been delivered to the customer and it is ready for the clinical use. There was no involvement of the patient.

Event description:
N/a.